Event description:
The customer reported a leak that appears to be a result of the bellows not draining and the tube caps are wet on the coulter lh 750 hematology analyzer. The volume was reported as less than 10 ml and the leak was contained. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the normally open yellow striped tubing at vl 57a (valve 57a) was split causing a loss of vacuum at vc 16 (vacuum chamber 16) which resulted in a loss of vacuum at the needle bellows and the aspiration probe. The fse replace the tubing at vl 57a to resolve the leak and the fluid on the tube caps reported. (B)(4).